Event description:
Customer's daughter reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading at the time of hospitalization was unknown. The customer's daughter stated that, just before bed, the customer had eaten yogurt and a banana. The blood glucose reading had been 141 mg/dl, but within 2 hours the blood glucose went low. She did not know the perceived cause of low blood glucose. She noted that there was a chip in the insulin pump at the battery cap. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.